Event description:
It was reported that during the implant procedure the physician had difficulty finding a secure location to fix the lead and obtaining a satisfactory threshold with the right ventricular (rv) lead. The lead was removed and no rv lead was placed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.